Event description:
Per rep - (B)(6) 2023 - the device was fine for placement. They went to put a 16 mm balloon catheter into the stent for post-dilation and the stent elongated. The stent was not removed. They procedure was successfully completed with the device in question. There were also two bard venovo stents placed overlapping the cook stents. 6.3.1.1 did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. 6.3.1.2 was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. 6.3.1.3 did the patient require any additional procedures due to this occurrence? No. If yes, please describe. 6.3.1.4 did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. 6.3.1.5 has the complainant reported any adverse effects on the patient due to this occurrence? No. 6.3.1.6 has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Per rep - (B)(6) 2023- could you request details on post dilation, how it was done and what size balloon was used for dilation. -16mm balloon was used but it hadn¿t been inflated yet when the incident occurred. Was the device checked for damage before use? -you can¿t check the stent before deployment. Did the user / physician follow the IFU throughout the procedure? -yes, IFU was followed. Prefix zvt7 3.91 are images of the device or procedure available? N/a, yes, no ,one picture. 3.92 did the patient have pre-existing conditions? N/a, yes, no unkr. If yes, please specify: 3.93 please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other ,none. If other, please specify: 3.94 was a stent previously placed during previous procedures? N/a, yes, no ,no. 3.95 was the device used percutaneously? N/a, yes, no -yes. 3.96 where on the patient was the percutaneous access site? -internal jugular vein 3.97 was the access site jugular or femoral? N/a, jugular, femoral other -jugular if other, please specify: 3.98 what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? -acute clot if other, please specify 3.99 was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral -n/a 3.100 was pre-dilation performed ahead of placement of the stent? N/a, yes, no -yes 3.101 what was the target location for the stent? -external iliac 3.102 details of access sheath used (name, fr size, length)? -flowtriever inari 22 fr 3.103 was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no -yes 3.104 details of the wire guide used (name, diameter, hyrdophyllic)? -unkr .035 3.105 was resistance encountered when advancing the wire guide to the target location? N/a, yes, no -no 3.106 was resistance encountered when advancing the delivery system to the target location? N/a, yes, no -no 3.107 if resistance was met, how did the physician address this? -n/a 3.108 did the tip of the delivery system cross the target location? N/a, yes, no -yes 3.109 did the user pull the handle towards the hub during deployment, per IFU? N/a, yes, no -yes 3.110 did the user push the hub during deployment? N/a, yes, no -not that the rep is aware 3.111 did the user remove slack in the delivery system before deployment, per IFU? N/a, yes, no -yes 3.112 was the stent deployed smoothly / without resistance? N/a, yes, no -unkr 3.113 was the stent fully deployed in the patient? N/a, yes, no -yes 3.114 was the stent fully deployed before removing the delivery system from the patient? N/a, yes, no -yes 3.115 was post dilation performed after the placement of the stent? N/a, yes, no -yes 3.116 was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no -no 3.117 what intervention (if any) was required? -none 3.118 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -n/a 3.119 were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no -no please specify if yes. Image review complete (B)(6) 2023 impression: 1. The complaint of stent elongation during post implantation angioplasty cannot be confirmed. Although, the left stent appears attenuated, based on the best available internal calibration and the limited image quality, the stent was most likely implanted at or slightly longer than design length. The upper limit of elongation would have been only 15%. 2. There is a highly likely scenario in which the stent¿s caudal end would appear to lengthen after angioplasty and satisfy the complaint as well as the imaging findings. Assuming both stents were implanted flush in a distal ivc and iliac vein confluence post thrombotic occlusion with stenosis, the right zvt7 was either only 8cm long or implanted with modest lengthwise compression. Just after implantation but before angioplasty, the cranial and mid portions of the left stent would have contacted the right stent, the narrowed diseased ivc, and the narrowed diseased cranial left civ. Since the distal left civ into eiv portion of the zvt7 expanded to nearly 16mm, this left iliac vein segment was free of significant chronic disease. When angioplastied to 16mm, the angioplasty balloon would tend to migrate cranially (watermelon seed towards the larger diameter vein), stretching the caudal stent end. The caudal end was free to move inside of its large relatively disease-free segment until it was embedded when the balloon reached 16mm or slightly more if over-pressurized. The cranial end however was already locked into position by the narrower chronically diseased lumen and the right stent. The result was a stent reasonably close to its design diameter but with an asymmetrically stretched caudal end. When compared to the right, particularly if the right zvt7 was 10cm, the left zvt7 would seem elongated.

Manufacturer narrative:
PMA/510(k) # p200023. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA 510k #p200023 device evaluation off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The zvt7-35-120-16-100 device of lot number unknown involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. It is related to pr (B)(4) which was raised to capture the user error of the incorrect size access sheath used during the procedure. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown IFU/label review as per the instructions for use (ifu0091), the intended use outlined is as follows: " the zilver vena venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction" there is evidence to suggest that the customer did not follow the IFU. Image review images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer impression 1. The complaint of stent elongation during post implantation angioplasty cannot be confirmed. Although, the left stent appears attenuated, based on the best available internal calibration and the limited image quality, the stent was most likely implanted at or slightly longer than design length. The upper limit of elongation would have been only 15%. 2. There is a highly likely scenario in which the stent¿s caudal end would appear to lengthen after angioplasty and satisfy the complaint as well as the imaging findings. Assuming both stents were implanted flush in a distal ivc and iliac vein confluence post thrombotic occlusion with stenosis, the right zvt7 was either only 8cm long or implanted with modest lengthwise compression. Just after implantation but before angioplasty, the cranial and mid portions of the left stent would have contacted the right stent, the narrowed diseased ivc, and the narrowed diseased cranial left civ. Since the distal left civ into eiv portion of the zvt7 expanded to nearly 16mm, this left iliac vein segment was free of significant chronic disease. When angioplastied to 16mm, the angioplasty balloon would tend to migrate cranially (watermelon seed towards the larger diameter vein), stretching the caudal stent end. The caudal end was free to move inside of its large relatively disease-free segment until it was embedded when the balloon reached 16mm or slightly more if over-pressurized. The cranial end however was already locked into position by the narrower chronically diseased lumen and the right stent. The result was a stent reasonably close to its design diameter but with an asymmetrically stretched caudal end. When compared to the right, particularly if the right zvt7 was 10cm, the left zvt7 would seem elongated root cause review a definitive root cause of off label use was identified from the available information. As per the image review ¿given the kissing stents, the intended to treat lesion was most likely iliocaval reconstruction rather than a may thurner lesion which is rarely bilateral. The tapering cranial ends of the venovo stents are also consistent with an iliocaval lesion. This zvt7 was used to treat an iliocaval reconstruction which is not the intended use of the device. The user has not complied with the requirements of the IFU with respect to the intended use of the device. As per IFU. The zilver vena venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction. As per d00213689, rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection summary according to the initial reporter, the device was fine for placement. They went to put a 16 mm balloon catheter into the stent for post-dilation and the stent elongated. The stent was not removed. The procedure was successfully completed with the device in question. There were also two bard venovo stents placed overlapping the cook stents. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not suffer any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. This zvt7 was used to treat an iliocaval reconstruction which is not the intended use of the device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 04-oct-2023.